Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n296756011, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 09-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml at 1 mg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient was not getting their expected pain relief. A catheter dye study was performed and the health care professional (hcp) was unable to aspirate the catheter. No other diagnostics were performed. It was also noted that there was an "occluded catheter." Catheter replacement was planned but not scheduled. The issue was not considered resolved. There were no environmental, external or patient factors which may have led or contributed to the issue. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.